Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure (date performed unknown). According to the complainant, the user had to keep increasing the power setting in order to achieve proper coagulation. The procedure was completed with this device, however. Following the procedure, it was determined that the active cord was defective and it was disposed, but the generator used in conjunction with this device has been used successfully in procedures since this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufactured date is unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.